Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that thrombus was suspected post procedure. In (B)(6) 2016, a left atrial appendage (laa) closure procedure was performed. The patient had been taking an 81mg aspirin and warfarin 5 days prior to the procedure. The patient presented to the electrophysiology lab in atrial fibrillation with a heart rate of 92 bpm and inr of 2.5-3.0. It was noted that a physiologic pericardial effusion was seen prior to the procedure. A intracardiac ultrasound demonstrated no laa thrombus or significant left atrial smoke. Transseptal catheterization to the left atrium was then performed using a diagonal trans septal needle and guided with the use of intracardiac ultrasound. Intravenous heparin was initiated during the study. The 8 french diagonal transseptal sheath was exchanged for a 14french double curved watchman ® access system in the left atrium. A 6 french pigtail catheter was then advanced in the laa.venogram of the laa was then performed in 2 views. The laa was of a cauliflower nature with multiple lobes. The 14 french sheath was advanced over the pigtail in appendage. A 27mm watchman ® laa closure device & delivery system was advanced and deployed. The compression stability numbers were good and non-significant leakage around the device was seen by transesophageal echocardiogram (tee). A tug test was performed which demonstrated excellent stability. After multiple measurements confirmed the stability of the device with no significant peri-device leakage by tee, the device was left in place. It was further reported that the device appeared to have shoulder exposed however this shoulder is directly adjacent to the open left atrium. It is felt that enough polyester clot is present to allow appropriate tissue growth over the device to seal the laa completely. The pericardial effusion remained un-changed at the end of the study. The patient tolerated the procedure without difficulty and was transferred to their room in stable condition. In (B)(6) 2017, at the patient's 45 day follow-up, a tee was performed and revealed that the closure device was present. There appeared to be small amount of thrombus in association with the one edge of this device. No flow was seen around the device. There is essentially no flow within the device. There is no evidence of a pericardial effusion. The patient remained on warfarin. In (B)(6) 2017, at the patients 3 month follow-up, a tee revealed that the closure device appears securely in place within the laa. There is a small amount of flow at the lateral edge which measure 0.2cm in the one plane at 135 degrees and 0.4cm at 0 degrees. Thrombotic appearing material is still present adherent to the closure device seen predominately at 90 degrees. Although the patient has been on warfarin with the therapeutic inrs as well aspirin since (B)(6) 2017, there has be no appreciable change in the appearance of this thrombotic appearing mass. The patient has remained on aspirin and warfarin.